Event description:
It was reported that the local area representative requested a review of the recent stored events with anti-tachycardia pacing (atp), shock therapy, and low amplitude on the right ventricular (rv) channel. Upon review of the presenting electrogram (egm), it was determined that the patient's self-conducted rhythm fell into the ventricular fibrillation zone. The implantable cardioverter defibrillator (ICD) successfully detected and delivered anti-tachycardia pacing (atp) and shock therapy. Additionally, it was noted that this patient had a left ventricular assist device (lvad), which led to some artifacts. It was confirmed that this ICD was operating as programmed. A revision procedure was performed and the rv lead was surgically abandoned, while the ICD was explanted due to a therapy upgrade. Both products were successfully replaced. No additional adverse patient effects were reported.